Event description:
It was reported that during normal follow up, high shock voltage lead impedance was observed. Lead was capped and replaced. Patient condition after the event was stable.

Manufacturer narrative:
No medwatch form was received.